Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems.

Event description:
It was reported to boston scientific corporation that a captivator snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the hexagonal loop number 13 was blunt. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.